Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 7073693/7073730.

Event description:
It was reported that the patient developed an infection at the ipg site post implant procedure. Symptoms of erythema, headache and skin irritation were noted. It was unknown what caused or contributed to the infection. The patient had extended antibiotics concerning for postoperative. The patient underwent an explant procedure wherein everything was removed. The explanted device components were discarded.